Manufacturer narrative:
The lead was returned with no reported event. A complete lead was returned in three pieces for evaluation. Visual examination found two external abrasions at [3.0-3.2 cm from the proximal catted end] and at [10.9-11.0 cm from the distal tip] breaching the outer insulation one consistent with friction to the device can and one consistent with friction to another device or feature of patient¿s anatomy. All other damage found is consistent with the procedure.

Event description:
This is to report an event observed during analysis.